Manufacturer narrative:
Correction: this MDR is being submitted to correct the expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: physical samples: vimo, 04-feb-2025. The complaint (B)(4) has been evaluated. The batch 6005939 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g. Water marks, stains), or product is trapped in packaging (e.g. Trapped in weld). Complaint investigations: 10 unused sets was provided for investigation and were found within specifications. The following tests were performed: visual test according to wi version 1, the returned samples test passed a batch record review was conducted resulting in the following: the 6005939 was manufactured according to the wi version 70 manufactured in the machines 12, on 12/mar/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Trending: a query was run in database on feb, 04th, 2025 against malfunction code primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g. Water marks, stains), or product is trapped in packaging (e.g. Trapped in weld) and lot 6005939 and one other complaint has been registered in database since the last 12 months. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required. Reference samples: the complaint (B)(4) has been evaluated according to malfunction primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g. Water marks, stains), or product is trapped in packaging (e.g. Trapped in weld) the lot 6005939 in question was produced at reynosa ID site. Investigation process of the complaint was carried out in accordance with wi version 11. Complaint investigations. The reference samples were visually inspected. All test results were within specifications. The following test was performed: visual inspection: version sample of the packaging area for products packed in multivac machines - sampler book for products packed on m.doc batch review: the batch listed in the trackwise complaint parent record was reviewed and confirmed to be accurate. Uno quick-set 60/9 sc1 meca was manufactured under systems applicationsand products (sap) code 1728394 and manufacturing lot number 6005939 on 12-mar-2024 and (B)(4) final units in the machines 12 were manufactured. The batch record confirms this information. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no nc raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Manufacturer narrative:
E1: patient city: (B)(6) patient country : the united states

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6)2024, patient reported that details missing from the packaging of infusion set. No further information available

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the complaint 1930218 has been evaluated according to malfunction. Primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g. Water marks, stains), or product is trapped in packaging (e.g. Trapped in weld) the lot 6005939 in question was produced at reynosa site. Investigation process of the complaint was carried out in accordance work instructions (wi) version 11. Complaint investigations. The reference samples were visually inspected. All test results were within specifications. The following test was performed: visual inspection: (version.33) packaging area sampler for products packed in multivac machines- sampler book for products packed on m.doc batch review the batch listed in the database complaint parent record was reviewed and confirmed to be accurate. Uno quick-set 60/9 sc1 meca was manufactured under system application product (sap) code 1728394 and manufacturing lot number 6005939 on 12-mar-2024 and (B)(4) final units in the machines 12 were manufactured. The batch record confirms this information. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.